Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that during device preparation, interrogation of the device revealed it was in backup vvi mode. The device was not used.

Manufacturer narrative:
The reported field event of backup vvi (bvvi) was confirmed in the laboratory. The device was tested on the bench and no anomalies were found. Review of the device image indicated that a parity error caused the device to go into bvvi. The reset could not be reproduced in the lab and the cause of the error could not be determined.